Manufacturer narrative:
Concomitant medical products: medications- vitamin d; aspirin 81mg; calcium; oxycodone; lisinopril. Please note: two 27mm excluder contralateral limbs were implanted during the initial procedure. As it is unknown which device may have contributed to this event, the second component plc271000/14974934 has also been included in this report. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU),adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
On (B)(6) 2016 the patient had an aortic aneurysm repaired with 7 gore® excluder® aaa endoprostheses. On (B)(6) 2019 the patient received a cta which indicated a type 1b distal endoleak of the main body side and distal extension of the right common iliac due to disease progression. The implanted 27mm device no longer maintained seal due to disease progression in the right common iliac which now measured approximately 30-35mm. The decision was made to coil embolize the right internal iliac and extend the graft from the flow divider of the main body of the excluder to the external iliac. This was accomplished by placing two additional gore® excluder® aaa endoprostheses. The re-intervention was successful and the distal type 1b was treated successfully. Patient was reported to be doing well.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU),adverse events that may occur and/or require intervention include, but are not limited to endoleaks. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code-213: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU),adverse events that may occur and/or require intervention include, but are not limited to endoleaks. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.